Event description:
It was reported that high impedances were displayed on the spinal cord stimulation lead resulting in inadequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively. The patient was hospitalized and underwent a procedure in which the lead was explanted, and two new leads were implanted. The patient was released from the hospital, and is expected to fully recover

Event description:
It was reported that high impedances were displayed on the spinal cord stimulation lead resulting in inadequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively. The patient was hospitalized and underwent a procedure in which the lead was explanted, and two new leads were implanted. The patient was released from the hospital and is expected to fully recover.

Manufacturer narrative:
The returned lead sc-2317-70 serial (B)(6) was analyzed and revealed that all cables were completely broken at the bent-kinked location of the lead. The bent location is near the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik anchor resulting in the reported complaint.